Event description:
On 2/jan/2026, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed growth of candida albicans. The patient was diagnosed with peritonitis was initiated on anti-fungal therapy utilizing intravenous (IV) voriconazole (dose unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated the patient was immunocompromised from prednisone treatment for comorbid condition of lupus. The nurse stated the peritonitis was multifactorial indicating the peritonitis was attributed to patient breach in aseptic technique with immunosuppression.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Additionally, it was reported that the patient was immunocompromised from concomitant treatment with prednisone for lupus (unrelated to dialysis). Based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique in the setting of immunosuppression.

Event description:
On (B)(6) 2026, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained (in the hospital) which revealed growth of candida albicans. The patient was diagnosed with peritonitis was initiated on anti-fungal therapy utilizing intravenous (IV) voriconazole (dose unknown). Additionally, the patient underwent removal of the pd catheter (not a fresenius product) and was transitioned to hemodialysis for renal replacement needs. The patient remained hospitalized at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated the patient was immunocompromised from prednisone treatment for comorbid condition of lupus. The nurse stated the peritonitis was multifactorial indicating the peritonitis was attributed to patient breach in aseptic technique with immunosuppression.